Event description:
It was reported the right atrial (ra) lead exhibited noise and had an insulation tear. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 694958 implantable tachy lead, implanted: (B)(6) 2005; product ID: d334drg implantable cardioverter defibrillator, implanted: (B)(6) 2013. (B)(4).